Event description:
A customer stated that when they try to run a blood glucose test the glucometer dex 2 will show a low reading. The customer states that they received a reading of "lo" (less than 10 mg/dl) and re-tested and received a result of 67mg/dl. At that time a comparison was done on another meter (type unknown) and the customer received a result of 176 mg/dl. While on the phone a review of the operation of the system was conducted. It was learned that the "hundreds unit" was missing. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.